Event description:
The rptr indicated the pt's pacemaker had recently been changed. The rptr also stated that the lead impedance has been high even prior to implant. Prior to the recent implant, the impedance was 1649 ohms, but the lead functioned well. After the implant, the lead impedance was 1673 ohms. The impedance has now risen to 1842 and 1888 ohms. This is a unipolar lead. Capture and sensing are stable, and an underlying rhythm is present. The sys will be monitored frequently.